Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that there was a little circle that came up black and keeps beeping on the insulin pump. Customer had a no delivery alarm. Customer's blood glucose was 436 mg/dl. Customer treated with a manual injection. Customer stated that he has a doctor appointment today. Customer stated that he has a back-up plan. Customer stated that the insulin did exit the tubing during manual prime. Customer's blood glucose was 291 mg/dl last night. Customer treated with the shot. Customer was assisted with correcting the time and date. Customer stated that the pump passed the high pressure test. Customer was advised to do a complete set change. Customer removed the set from the body and the cannula was not bent. The last blood glucose was 402 mg/dl. Customer's wife reported that there was an issue with priming the tubing where no insulin would exit. Customer stated that it happened once and was advised of the best steps to prime before placing the reservoir in the pump.